Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer stated they were able to resolve the no delivery alarm with an infusion set change. The customer's blood glucose was unknown. Customer declined to return the infusion set and reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.